Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. It was determined during implant that transseptal position needed to changed. The wds and was were removed. The transseptal sheath was reinserted. During the drag down portion of the procedure with the transseptal sheath an effusion was caused in the right atrium. This was loculated to the right atrium and right ventricle. The patient was not symptomatic and no tamponade occurred. The procedure was stopped at this point and no watchman device was implanted. A pericardiocentesis was performed and 400ml of blood was removed. The patient remained stable. The pericardial drain was removed the next morning. The patient was discharged home the morning of (B)(6) 2021 in stable condition.